Event description:
The customer's mother reported that her daughter took sick with the stomach flu and was sent to the hospital with dka. While at the hospital, her bg's were "in the high 300s; she noticed that "the pod adhesive was pulling away" and that the cannula was "slightly pulled out." The mother surmised that, initially, the high bg's were attributed to her stomach flu, "but the fact that the pod came loose, her bg's continued to rise until she was in dka". She received IV fluids and insulin; her bg's were able to be controlled and she was released from the hospital after two days. The pod was removed and discarded at the hospital and will therefore not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The report indicated that the pod adhesive was "pulling away" from the site. The omnipod user guide provides the following note regarding skin adhesion: "the pod's adhesive keeps it securely in place for up to 3 days. However, if necessary, several products are available to enhance adhesion. Ask your healthcare provider about these products. Avoid getting body lotion, creams, or oils near the infusion site; these products may loosen the adhesive." In addition, the omnipod website includes a section dedicated to pod adhesion tips and provides a listing of products that will help to enhance the adhesion of the pod to the skin. The omnipod user guide also instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.